Event description:
During review of the pt's programming history, it was found that the pt's settings were different due to a faulted systems test that occurred on (B) (6)2007: programmed settings on (B) (6)2007 at 12:46 pm: 1.5/30/500/30/5. Systems diagnostics on (B) (6)2007 at 12:46 pm and 12:47 pm: fault. Interrogation on (B) (6)2009: 0/20/500/30/5. The pt reported a change in seizure pattern in (B) (6) 2009 and the seizures have been captured in MDR number 1644487-2010-00210. Two serial numbers of potential laptops that may have been used were provided from the site however it cannot be confirmed if either of these laptops were involved, therefore their info is not being included in this report.